Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted. The cec adjudicated a non-q-wave mi of the target vessel lad, 3rd udmi peri-pci and side branch occlusion of the lad occurred approximately 3 weeks later during a staged procedure.

Manufacturer narrative:
The patient has a medical history of previous mi, hyperlipidemia and hypertension. The index procedure was prompted by nstemi. During the index procedure one resolute onyx des was implanted in the rca. During the a staged procedure one resolute onyx des was implanted in the lad. If information is provided in the future, a supplemental report will be issued.